Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 28 synergy drug-eluting stent was advanced ,but failed to cross the lesion. The device was withdrawn, and found the distal edge damaged. The procedure was completed with another of the same device. There were no patient complications, nor injuries reported.